Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was implanted within the right bronchus of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the indication for the stent placement was for treatment of a stenosis caused by a tumor within the right bronchus. The patient's anatomy was reported to not be tortuous and had not been dilated prior to stent placement. No visible issues were noted to the device prior to the procedure. During the procedure, an ultraflex tracheobronchial covered stent was successfully implanted within the right bronchus. However, following deployment, it was noticed that the stent cover was missing. No intervention was performed as a result of this event. The procedure was completed with this device. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4) for the reported issue of stent cover missing. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The complainant provided an image of the device post deployment. A review of the image by bsc could not definitively conclude if the cover was missing, as the cover is translucent and difficult to visualize once wet. If any further relevant information is identified, a supplemental medwatch will be filed